Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that septum material entered the syringe with the last 6 cartridges. The customer's blood glucose level was 102mg/dl during this event. Tandem technical support educated the customer in regards to this issue.